Manufacturer narrative:
Uromedica device analysis is not yet complete. Uromedica complaint (B)(4).

Event description:
Bladder erosion (left-side) in a proact patient. The patient was unilaterally explanted.

Manufacturer narrative:
Health effect - health impact codes updated in relation to newly received information. Uromedica complaint # (B)(4).

Manufacturer narrative:
Uromedica device analysis is not yet complete. Uromedica complaint (B)(4).

Event description:
Bladder erosion (left-side) in a proact patient. The patient was unilaterally explanted.

Manufacturer narrative:
Device analysis was completed and did not identify any product nonconformities that would have contributed to this adverse event or information that contradicts the narrative of bladder erosion. Adverse event codes updated. Uromedica complaint # (B)(4).